Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 1 drawer 4.2 was not detected on the bus. A field service engineer tested the drawer controller and found no issues. The fse reseated cable connections, cubies contact base and restarted to resolve the issue. The fse tested the device and found all drawers rows and cubies were detected. The system functioned as intended after the field service engineer repaired the device. E1. Initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary cubies were not detected on the communication bus. The customer stated that they were able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.